Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the 90% stenosed, moderately tortuous, mid right coronary artery with no calcification. A 3.25x15mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and inflation was attempted. During the first inflation, the balloon ruptured at 8 atmospheres after 10 seconds of inflation. The procedure was successfully completed using a new 3.25x15mm trek rx bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) was inadvertently left off of the initial MDR; therefore, this report is being filed to submit the UDI. (B)(4).